Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 425 mg/dl on (B)(6) 2026. Cause was not known. Customer received a blood test as well as a correction injection to address the elevated bg. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.